Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm fusiform abdominal aortic aneurysm approximately six months ago. Vessel morphology was reported as the aortic neck was 23-25 mm in diameter and 10 mm long. Iliac arteries were mildly tortuous and the left iliac was 40 percent stenosed. It was reported that during the index procedure the main device was placed via the right side and the iliac limb via the left side. A kub scan two day post implant demonstrated a technical observation of stent graft stenosis of the left limb. There was no occlusion or other malfunctions noted and there was no evidence of stent graft stenosis and the aneurysm is now 4.5 cm in diameter and there was no intervention performed. The investigator stated that this was not a new clinical event and there was no intervention performed. The six months post implant procedure, a CT scan showed stent graft occlusion in the left iliac that investigator assessed as related to the study device. One month post CT scan the physician performed a femoral to femoral bypass. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the one year follow-up approximately 10 months ago showed the aneurysm was 46 mm in diameter. There was stent graft occlusion in the left iliac was reported. No additional information has been received.

Manufacturer narrative:
(B)(4). Evaluation results: (occlusion). Results/conclusions: (pre-existing iliac limb stenosis).